Event description:
The event occurred during a pci procedure of the distal lcx. The lesion was 90% stenosis without calcification. The physician sent a runthrough 0.014 guide wire to the distal section of the lcx. He then inserted this atlantis sr pro2 catheter. However, it did not advance to the proximal section of the lesion. Therefore he tried drawing the catheter out, but the catheter did not move even after repeated attempts. Therfore he used a gooseneck snare and retrieved the atlantis sr pro2 catheter. The tip of the atlantis sr pro broke. At that time, the tsunami stent (placed in 12/2004) was drawn along with the atlantis sr pro 2 catheter. Post procedure status of the pt was described as stable.